Manufacturer narrative:
The site declined to provide pt info. The affected part has not been returned to the MFR for evaluation. A replacement straight suction has been sent to the site for issue resolution.

Manufacturer narrative:
Evaluation confirmed the straight suction tool body is bent. It fails verification with an error of 3.2mm. Device malformation due to wear directly caused the event.

Event description:
A medtronic ent representative reported they were inaccurate with the straight suction probe during navigation of a frontal endoscopic sinus surgery (fess). After registering the pt, they were accurate with all instruments including the straight suction. Later in the case, they were allegedly inaccurate with the straight suction only. They elected to re-register the pt. After re-registering, the straight suction would not verify. All other instruments verified and were accurate. Case proceeded without the use of the straight suction and no impact to the pt.